Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, when pressure was applied to advance the device through the guide catheter, the shaft broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter in two pieces. The balloon was loosely folded. The outer shaft and inner shaft were microscopically examined. The hypotube was completely separated 63.1cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There is tip damage. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, when pressure was applied to advance the device through the guide catheter, the shaft broke. No patient complications were reported.